Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient initially had si joint pain relief but soon complained of new radicular pain. The surgeon determined that the most superior positioned implant had breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he backed up, but did not remove, the most superior positioned implant approximately five millimeters to relieve the nerve impingement. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.